Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to an adhesive failure. A cartridge change was performed resolving the issue. Customer's blood glucose level was in the 400's mg/dl range.